Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after performing venipuncture using a bd insyte¿ autoguard¿ shielded IV catheter, when pressing the activation button for the needle retraction, it did not work. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information-investigation summary: samples/ photos: samples have not received for analysis of the incident in question. DHR review: the following assembly batch used in the final claimed product list 7305791 was analyzed. The final assembly batch: 7299543 assembled in the period of 10/31/2017 to 11/30/2017 was analyzed as evidenced by quality notification # (B)(4) failure of activation of the button that is related to this defect. Qn/ ncmr review: during the analysis of quality notification or non-conformance reports records, was recorded the quality notification # (B)(4) of failure of button activation. The failure in question was found in two failed button activation pieces, both with cavity 09 and 17 of grip, molding lot 7300590 (same batch used in one of the grip lots of the batch in question). Material has been segregated for quality disposal. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part. Fmea analysis: the analysis of the fmea, dfpr054-0, version 2, was carried out in the process steps: load the grip; load button; load hub; spring presence check station; unload pallets from zone 3; load zone 3 transfer rail; glue dispenser; glue inspection; cannulation lubrication; transfer rail loading; assembly of zone 4 loaded on the pallet; plug placement station; put the barrel in the part and no change was necessary at this time, since the risks are within acceptable limits according to risk category. Bd was able to confirm the claimed defect. Although samples have not been received for analysis of the defect in question, after the analysis of the quality notification records, qn # 200720166 of failure in the activation of the button is related to the defect in question. In this way, the complaint can be confirmed. During the investigations it was possible to determine that the activation failure is due to two factors: burr in the cavity 09 of the molded component grip in dimension 0.045 ". Failure to execute the procedure gqt353-0. For more information, see qn research report # (B)(4). Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. Actions taken: according to actions performed in qn # (B)(4), the cavity 9 was blocked. Training of the members of the molding of the component grip as to the correct use of the gauge. Repairs were made to the mold, including cavity 9 in order to solve the activation problem.